Event description:
Patient was implanted on (B)(6) 2025. Patient reported swelling and bruising at ipg implant site. Patient followed up with surgeon and patient was explanted due to infection. Microtransponder was not present for the explant and was not notified until after the explant was completed.